Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A laser tech reported unexpected post operative results, and requested a sys check. Upon f/u, tech stated there seems to be no pattern associated with the unexpected results, and that they are unable to find a cause. Further info has been requested.